Event description:
(B)(4). Same patient as MDR ID#: 2134265-2012-03497. It was reported that following a coronary artery stenting treatment procedure, the patient had target vessel reocclusion. In (B)(6) 2011, the lesion being treated was located in the 2nd obtuse marginal branch (om2) with 90% stenosis and was 14mm long with a reference vessel diameter of 2.5mm. The physician treated the lesion with direct placement of a 2.5x16mm promus element stent, with 0% residual stenosis. In (B)(6) 2012, the patient presented with chest pain radiating to jaws and shoulder and weakness. The patient was diagnosed with non-st elevation myocardial infarction with acute coronary syndrome. Coronary angiography revealed om2 was occluded. The patient was treated "medically in absence of exertional chest discomfort." The event was considered as resolved without residual effects. The patient was discharged on aspirin and prasugrel.

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).